Event description:
The customer reported that all samples analyzed on the coulter act 5diff autoloader (al) analyzer produced white blood cell (wbc) values of 0.0. The customer stated that instrument printouts are no longer available. It is unknown if the other results were flagged. The erroneous wbc results were not reported outside the laboratory and there was no death, injury or effect to patient treatment. Correct results were reported from a backup instrument. Three instrument printouts were supplied a few days later ((B)(4) 2013), at the time the field service engineer (fse) went on-site; these results were not obtained on the date of the event. The customer provided an instrument printout for one patient sample which indicated that the instrument generated flags and messages for the wbc value of 0.0. The additional two wbc results, which recovered numerical values, were provided following the repair to confirm that the instrument had been fixed. All three printouts which were provided were for different patient samples and as such, the wbc results do not compare. The wbc results are provided below. No additional data was provided for this event. Samples were drawn in 2.7 ml sarstedt monovette edta tubes and sampled soon after collection in automatic and manual modes. Previously-run patient samples were not repeated to confirm accuracy of results back to the last acceptable control run. Qc were run before and after the event. Per the customer, qc in the morning of the incident was acceptable. The customer uses this act 5diff al instrument to report only platelet (plt) results. As the instrument must be checked daily with qc, the customer found the wbc value of 0 during qc measurements and called beckman coulter.

Manufacturer narrative:
The customer attempted to resolve the issue by bleaching the baths and switching the analyzer on and off; however, the issue was not resolved. A beckman coulter field service engineer (fse) was dispatched to the customer site. Upon inspection, the fse suspected a defective main board pcb (printed circuit board) and proceeded to replace the board. The fse verified the repair as per established procedures and the instrument is now operational.